Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several inappropriate electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). The therapy was exhausted. Reprogramming options were recommended. Currently, this ICD remains in service and no additional adverse patient effects were reported.